Event description:
It was reported that the patient experienced a pocket infection. The patient was prescribed antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) remains in use. It was also reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.